Event description:
It was reported that the pt was admitted to the hospital in 2005 with congestive heart failure. The pt's left leg was swollen and she had pain in the left calf upon exam, but dvt was ruled out after blood test and untrasound. The pt was discharged. The pt was re-admitted to the hospital four days later with blurred and flickering vision. While in ICU and decompensate, the pt experienced very high blood pressure and atrial fibrillation.

Event description:
Hospitalization was for 9 days.

Event description:
Hospitalization was from 2005 until 2005.